Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 505mg/dl; reportedly cause was most likely due to consumption of carbohydrates. Bg was addressed via consuming liquids. The customer was instructed to consult with their healthcare provider regarding bg level.